Event description:
Per the clinic, the attract magnet was explanted on (B)(6) 2022 under mac anesthesia due to device non-use. There are plans to convert the patient to percutaneous baha implant system or transcutaneous osia implant system but had not taken place at the time of this report.